Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The caller reported that the patient had the ins replaced, and they were turning therapy on for the first time today. The caller provided the following impedance values: ref 0 1 1540ohms 2 2160ohms 3 3270ohms ref 1 0 1540ohms 2 1350ohms 3 2140ohms ref 2 3 1740ohms. The manufacturer representative (rep) had programmed parameters using all electrodes, a double guarded cathode, and bipoles along the lead, with pulsewidths from 60-700us at 60hz. The patient did not feel stimulation with any parameters. During the call, the caller programmed a bipole on electrodes 0 and 1 with 60hz and 1000us; the rep increased the amp to 10ma. The rep got the oor message, and the patient was not feeling stimulation. The rep changed the electrode configuration to electrodes 2 and 3 with the same parameters; the patient did not feel stimulation with the intensity up to 10ma. Initially the caller had stated that the patient was getting effective therapy prior to the ins replacement and that this issue occurred for the first time when therapy was turned on today. However, this is conflicting information, as patient services found a previous case in which it was reported that the patient was not feeling stimulation prior to the ins replacement. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported there was high impedance. The cause of the event was unknown. The ins was explanted and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 3888-28; lot#: n21474; implanted: (B)(6) 1991; product type: lead. Product ID: neu_unknown; serial#: unknown; product type: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3888-28, lot# n21474, implanted: (B)(6) 1991, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the patient was still not feeling stimulation, and it was suspected that there was a lead issue that required replacement. It was reported that the replacement was likely to occur in february, but it had not been scheduled yet.

Manufacturer narrative:
Continuation of d10: product ID 3888-28 lot# serial#(B)(6) implanted: (B)(6) 1991, product type lead product ID neu_unknown lot# serial# unknown, product type unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they received a follow up letter - pt stated there were no follow up questions to answer. Pt did mention that they were scheduled to have their leads replaced (B)(6) 2025.